Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, after setting up the scope, the doctor deploys the first band before inserting to the scope and the band did not deploy properly. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, after setting up the scope, the doctor deploys the first band before inserting to the scope and the band did not deploy properly. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had all bands attached. The suture thread has been unfolded from the ligator housing. The suture thread was in good condition and had the seven knots. The handle had slot had the trip wire inserted. The device was observed under magnification and the ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing with the seven bands attached with the suture thread completely unfolded from it. This suggests inability of the device to deploy the bands. The ligator housing teeth were found bent/damaged. These conditions could have been generated due to excess of tension being applied when trying to make the deployment of the bands. It is possible that the functionality of the device was affected in some way; perhaps the manipulation, or the techniques used. The most probable root cause of this complaint is adverse event related to procedure.